Event description:
A 26mm diameter x 15mm diameter x 16.5cm length aneurx bifurcated stent graft was inserted for the treatment of a 7.5cm aortic aneurysm on the event date. It is reported that the patient had tortuous vessels with both iliacs having one right degree turn. The amount of calcification is unknown. It was reported that a 22 fr sheath was used, however, as the physician attempted to deploy the stent graft, the graft cover did not retract, and therefore the stent graft failed to deploy. The delivery system was removed from the patient without difficulty and the device was reported to have a kink when removed. There was no back-up device available and the patient was surgically treated. It is reported that the patient is fine and there is no additional sequelae related to this event. Despite attempts to obtain more information regarding this event no additional information regarding the deployment difficulty is available. Returned goods investigation reveals the device returned with the stent loaded. The runners extend 3.1mm from the catheter. There is stretching at the 18fr. Slider tubing. There is also stretching inside the handle. There is a knik 7.8cm proximal from the tip of the graft cover. The hypotube could not be removed from the slider assembly due to severe necking. The severe stretching and necking could be attributed to the patient's tortuous iliac vessels.